Manufacturer narrative:
(B)(4) . Patient year of birth: 1971. Concomitant medical devices: 010000927 7020425 g7 hi-wall e1 liner 32mm e. Unknown head 110010264 7164679 g7 osseoti multihole 52mm e. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00270.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately one week post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the device that was revised was a competitor device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the device that was revised was a competitor device. The initial report was forwarded in error and should be voided.